Event description:
It has been reported that the system was not booting up. The system was not in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer inspected the system on site and confirmed the reported issue. Analysis of the system log files did not contain any related malfunctions. Upon troubleshooting, fse found the host pc was not fully booting. Fse replaced the host pc, loaded software, and created backups and databases. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.